Event description:
It was reported that the customer was unable to charge the pump due to the usb port being blocked off by an unremovable object that got stuck. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.